Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lead exhibited high capture threshold. Subsequently, the patient's lead was explanted and replaced. The patient is reportedly in good condition postoperative.